Event description:
It was reported by the chief of perfusion that he had 2 defective custom plegiox sets. This plegiox is in their custom 4:1 cardioplegia set. The customer stated that the plegiox is not cooling the cardioplegia to the normal 4-6 c. The observed temperature during cooling is 9-12 c. Sticker on plegiox unit is 70092153. Perfusionist stated the temp probe does not go down into the plegiox. The lot reported for this plegiox component is 70092153. Both devices were discarded after the procedure and no pt injury was reported. Related to mfg report #2248146-2014-00307.

Manufacturer narrative:
The component was not returned for eval. If the product becomes available, an eval will be performed and a follow-up report submitted. Maquet has submitted an 806 notification for this component under # 8010762-1/31/2014-001c, z-1165-2014. (B)(4).